Event description:
I am in the beginning stages of testing for problems related to essure. Extreme pain in lower abdomen and back. Ultrasound showed no masses on ovaries, or other organs. Heavy bleeding sometimes two times a month. Headaches, nausea, rash, fatigue, and depression.